Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-03365. It was reported that the patient underwent an scs trial implant procedure and approximately 5 hours after the procedure was unable to feel or move anything below her waist. Patient went to the emergency room (ER) and a CT scan showed an epidural hematoma. Patient was transported to another hospital and surgery to remove the hematoma took place. Patient began to regain sensation and is currently in a rehabilitation facility.

Event description:
Device 2 of 2 reference MFR. Report# 3006705815-2018-03365.